Event description:
Patient reported back to back tests performed on patient's ss meter using separate finger sticks were 245 and 155 mg/dl (45% difference). No symptoms were reported. Patient noticed that test strips patient was using have a discolored membrane. Unable to contact pt by phone to follow up. Letter was sent to pt requesting tht pt contact lfs. There was no allegation of harm.